Manufacturer narrative:
Complaint no: (B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a leak from a transfer set after the clamp was closed. The leak was observed following peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received and an evaluation was performed to investigate the reported event. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. During visual inspection by the naked eye and magnification, it was noted that the occluder feet was broken. Functional testing was performed which included leak testing, clamp function testing, and clear passage testing. Leak and clamp function testing did not pass due to the broken occluder feet. Upon conclusion of the investigation, the cause of the reported issue was determined to be a damaged component (broken occluder feet). In addition, use error was involved as it was reported that the patient used an alcohol-containing antiseptic to handle the transfer set. Should additional relevant information become available, a supplemental report will be submitted.